Event description:
It was reported during a clinical follow-up that the device went into back-up vvi mode. The device was reset to normal operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.